Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The returned photo shows an implanted iol. There appears to be a dark mark/line near the optic edge. Based on our observation of the attached photo,there appears to be a dark mark/line near the optic edge. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A other healthcare professional reported that during the intraocular lens (iol) implant procedure, lens had a tear on the peripheral edge of the lens. This lens also showed an imperfection on the peripheral of the lens however the surgeon felt it would not negatively impact the visual outcome for the patient so decided to complete the surgical procedure. Additional information has been requested.